Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of far p over-sensing. X-ray imaging was performed and revealed a dislodgement of the right atrial (ra) lead. The ra lead was repositioned on (B)(6) 2024. It was also noted that the rv lead had lack of lead slack. While attempting to reposition the rv lead, the helix could not to extend appropriately. The rv lead was explanted and replaced. There were no patient consequences.